Event description:
It was reported that the patient presented in clinic after feeling symptomatic. The ICD had stored episodes of vt that were diagnosed as svt. The ICD was reprogrammed and the patient will be monitored closely.